Event description:
The customer's spouse reported via phone call that the insulin pump alarmed no delivery in the middle of an insertion site change. The caller stated that the alarm occurred twice in the same day, and the insulin pump had alarmed no delivery a few weeks ago as well. The customer's blood glucose was 168 mg/dl. The caller was transferred to the 24 hour help line for further assistance with the matter.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.